Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint of "loose cables." The instrument was found to have a loose grip cable at the distal an proximal end. The root cause of this failure is attributed to a component failure. Failure analysis found the secondary failure of cracked clamping pulley to be related to the customer reported complaint. The housing was removed and the instrument was found to have a cracked clamping pulley. As a result, a loose grip cable was observed at the distal and proximal end. The root cause of this failure is attributed to mishandling/misuse. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed multiple times. The clip was unable to clip onto the tubing successfully. The clip test likely failed due the loose grip cables that were observed. Additional observation not reported by site were also identified. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibited orange discoloration. The root cause of corroded/contaminated instrument bearings is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. No image or video clip for the reported event was submitted for review. Per this review of the logs, the large clip applier was last used on 15-apr-2022 via system serial# (B)(4). There were 50 uses remaining after this last usage. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the large clip applier had loose cables. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was using weck hem-o-lok clips. No further details related to the event were available.